Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue (greater than 40,000) with the lead 3487a-33 pisces quad kit, 33cm, which was observed on the day of surgery. The leads continued to go out despite multiple reprogramming attempts to account for the impedances. The leads were 20 years old. The patient required a magnetic resonance imaging (MRI), and after consulting with the doctor, it was decided to explant the entire system, allow it to heal, re-trial, and then implant with MRI-compatible leads and a new battery. The device was removed. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(6), ubd: 07-sep-2009, UDI#: (B)(4); product ID: 34 87a-33, serial/lot #: (B)(6), ubd: 02-aug-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.